Event description:
It was reported that the patient presented in clinic. The patient's implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited far p-wave oversensing which caused inappropriate shock. Programming changes were made for the rv lead. No intervention was performed on the ICD. Patient was stable.